Event description:
It was reported that the user experienced an ¿unable to proceed¿ alert followed by an insulin occlusion alarm while using an ilet system with a teflon infusion set and 23-inch tubing, with elevated blood glucose readings that began trending down after delivery was resumed and tubing was confirmed to have drops with no visible bubbles or kinks. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, while a lack of effect was considered due to the occlusion alert and elevated glucose, with device component details insufficient to isolate a specific component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.